Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 500 mg/dl which was treated with insulin pump. Customer also stated that the top part of battery compartment was damaged and metal inside battery cap fell out. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.